Event description:
The customer reported that while fluoring, the live monitor went black and they had to reboot the system to continue. Also the workstation was getting touch screen errors on boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the low ma errors in the error logs and the touch screen intermittently was not working. He checked voltages and all were within spec. He calibrated the collimator and camera and adjusted the ma nulls to spec. He troubleshoot the dicom problem to external interface pcb and ordered parts to fix the dicom. The system operates as intended.